Event description:
It was reported that a leak was discovered in the balloon of the band post implantation. The band will be explanted and replaced with a new band. The explant date has not been confirmed. There were no other pt consequences.

Manufacturer narrative:
Date sent: 12/2/08. Info is unavailable; device was not returned for eval.